Manufacturer narrative:
The device was received on good condition with no damage noted to power cord or battery. Upon device being received, a burn smell was noted. Internal inspection revealed signs of burning and charring on a component on the power supply pwa (printed wiring assembly). The power supply was replaced and the device powered up as normal and passed self-test on battery and on a/c. The probable cause was defective power supply pwa. Date returned to mfg: 4/17/2019.

Manufacturer narrative:
The device is currently in the service center under investigation. Date returned to mfg: 4/10/2019.

Event description:
The customer reported that a plum a+ pump started to smoke, suddenly (without being used, and without being connected to the electricity network). The user identified the smoke by the smell. In addition, the device does not stop alarming even when it is turned off. The pump had no visible physical deterioration. The pump was not connected to a patient. The date of the event is unknown.